Event description:
Subsequent information indicates that a revision procedure has not been scheduled at this time. No further information is available.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) experienced difficulty with pocket erosion. The patient was to undergo a revision procedure. No adverse patient effects have been reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that this patient underwent a revision procedure and this product was explanted and replaced.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.